Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The patient was asymptomatic. The physician stated, he has interrogated the pump twice since the MRI; once 20-25 minutes post MRI and then again after another 20 minutes with no recovery noted. The pump was delivering infumorph (morphine). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk. Accessory: model# 8590-1, lot# n124714, implanted: (B)(6) 2007. (B)(4).

Event description:
Additional information was reported that the patient was seen on (B)(6) 2012 and the pump recovered from the motor stall after MRI in (B)(6). It was unknown how long it took the pump to recover. There was no symptoms reported.